Event description:
Pt reported obtaining a blood glucose result of 265 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 4-5 additiona units of lispro insulin. Pt indicated that, within 2 hours, he began experiencing hypoglycemic symptoms. Pt noted that he became incoherent and was unable to test his blood glucose. Pt attempted to self-treat by eating glucose tablets. Emergency medical services were reportedly contacted, on pt's behalf, and upon their arrival pt's blood glucose measured 40 mg/dl (on paramedic's monitor). Pt stated that he was treated with additional glucose tablets. Pt's current condition: ok. Quality control testing was performed on the suspect device, the day after the event, and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.